Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 76-year-old male patient, the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and also correcting information submitted on the initial medwatch report. Please reference section b5 and h6: medical device problem code. Evaluation results: zoll medical corporation evaluated the device and the device performed to specification. The device passed the final test and was recertified and returned to the customer. No clinical files were available. Review of the device data logs showed once the device was powered on, sync mode was enabled. The device recorded 'no qrs detect' and 'change lead' messages. These messages typically occur when the device is in sync mode but cannot detect a sufficient qrs signal, which can happen if the heart rate is below 20 bpm or if the qrs amplitude is too low for proper synchronization. The user adjusted the energy settings, changed views, and eventually powered off the device. Once the device was powered back on, sync mode was enabled. The device was charged using the paddle charge button to 150j. However, shortly after, the device recorded a 'release shock' message, indicating that the shock button was pressed before the defibrillator reached the ready state. The device successfully detected the paddle shock button press and delivered 150j of energy. It's noteworthy to mention per the r series operator's guide, if paddles are being used for synchronized cardioversion, refer to "emergency defibrillation procedure with paddles" for preparing paddles, applying paddles, charging the defibrillator, and delivering a shock. The device worked as designed and within the limitations of the technology. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a 76-year-old male patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.